Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a delay of critical therapy following an alarm condition. On an unspecified date and time, the device was programmed to deliver an unspecified volume of normal saline. No specific programming parameters were provided. It was reported the symbiq tubing set was connected to a port of an unspecified manifold that was also being used to deliver unspecified concentrations of amiodarone and fentanyl via unspecified syringe pumps. It was reported that after an unspecified length of time after the delivery was started, the customer contact reported the device alarmed s311 (data integrity error-pmc left) and the delivery stopped. The nurse used the manual cassette eject to remove the tubing set. The device was removed from clinical use. Therapy was resumed using a replacement device using the same tubing set. Although there was potential for serious injury, the customer contact reported the pt's status was unchanged. No medical interventions were required. Though requested, no additional info was provided.